Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged low blood glucose while using an ilet system with a libre 3+ cgm, with the lowest sensor value of 58 mg/dl over approximately two hours; the patient treated with oral carbohydrates including yogurt, blueberries, granola, and chocolate and reported recent healthier eating patterns and concern that insulin delivery may be too aggressive. Symptoms included hypoglycemia with associated hot flashes/flushes and muscle weakness. Outcomes included a minor illness/impairment and the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, insufficient information regarding a device problem or component, and thus no device-related cause established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.